Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The reprocessing steps provided by the user were reviewed where the following deviation from instructions for use (IFU) was confirmed: flushing was not performed for air/water channel with using mh-948 at precleaning. Filters of reprocessor were not replaced in accordance with IFU. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the subject device was not returned, the reported event could not be confirmed and a root cause could not be determined. However, a deviation from instructions for use (IFU) was confirmed therefore, reprocessing may have been conducted insufficiently. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection. Pre-cleaning was completed immediately after the procedure and involved the following steps: aspiration of water through the instrument/suction channel with a suction pump and aspiration done with both the first and second position of the suction valve. The scope passed a leak test and olympus prezyme was used as a detergent for manual cleaning. The instrument/suction channel, suction cylinder, instrument channel port, and forceps elevator were brushed during manual cleaning. The forceps elevator was flushed and the distal end was brushed with a channel opening brush and single use brush. Manual disinfection was done with olympus prezyme. All channels were flushed with and immersed into the disinfectant, filtered water was used for the rinse after disinfection and the concentration and expiration date of the disinfectant was controlled. An olympus etd4 plus paa was used as the automatic endoscope reprocessor (aer). Olympus endodet was the detergent use and olympus endodis was the disinfectant used. All channels were connected with tubes when setting up the aer, the concentration and expiration date of the disinfectant was controlled, the quality of the water was controlled and the filter was not replaced periodically according to the instructions for use (IFU). The scope was dried with filtered compressed air, wiping with a clean towel/paper and the drying process of the aer. The scope was stored in a simple cabinet. The customer noted the aer would be blocked since multiple scopes were cleaned and tested positive. Additional testing of the aer was planned. The scopes were reprocessed manually and mechanically after testing positive, but were not quarantined. The scopes were not cleaned immediately before sampling. The scope was last reprocessed on (B)(6) 2023 and was used three times on (B)(6) 2023 and (B)(6) 2023. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the gastrointestinal videoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.